Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017. Customer's blood glucose value was 74 mg/dl when admitted to the hospital. Customer had large ketones and had been vomiting. The blood glucose reading at the time of call was 367 mg/dl. The customer was wearing the pump at the time of hospitalization. The customer was treated through intravenous and was given fluids. Customer also reported leak in the reservoir. It was emptying rapidly. There was also leak in the infusion set where the reservoir was connected. Customer stated the leak was causing the high blood glucose to rise. The customer stated there were no visible cracks to the insulin pump. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed visual inspection and found septum, snap-cap and transfer guard missing from reservoir. Unable to pre-fill and confirm leak complaint.